Event description:
It was reported that the patient presented remotely via merlin. Net. It was noted that the right atrial lead exhibited noise and low pacing impedance which resulted in auto polarity switch. No intervention was performed. The patient was stable.

Event description:
New information received notes that programming changes were made. The patient was stable.